Manufacturer narrative:
The user facility did not involve the local draeger s&s organization into evaluation or repair of the device. On request the user facility only stated that the device was checked and may have been repaired internally - no further details about the event and follow-up actions can be provided. The device was manufactured in september 2011 - its status of preventive maintenance and repairs is unknown to draeger. The lack of information does not allow a case-specific evaluation and no reliable conclusion in regard to the potential root cause. In fact, it can even not be confirmed that indeed a device failure has occurred. The manufacturer concludes that the device is designed to post a corresponding alarm if gas supply or the breathing gas system is affected by a leakage or total loss. The generation of alarms was confirmed for the particular case. As a general back-up measure, a resuscitation bag must be on hand (acc. The instructions for use) to enable safe exchange. I.e. Transfer of patient to a back-up device. An assessment which scenario may apply for this particular event is not possible due to missing relevant information. The reported event may have been the consequence of a component malfunction, lack of preventive maintenance, an use error, a procedural aspect or an infrastructure issue.

Event description:
It was reported that during use on a patient the anesthesia machine suddenly malfunctioned due to gas leakage. Reportedly the device became inoperable and the patient was connected to a back-up device. No injury or serious impairment of patient´s state of health was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.